Event description:
It was reported that customer observed damage to tandem charging cable while charging supplies still functioned. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and technical support arranged replacement for damaged charging supplies, with no additional actions reported. Cts to replace pump. Customer will continue to use current pump.